Manufacturer narrative:
Returned device was received in decent physical condition. The enclosure, tank cover, front cover, and faded line cord were all damaged. During the evaluation of the device, the tank was filled with water, the temp check was attached and the in line cord was plugged in and the power switch was turned on. It was found that water was leaking from the lower right corner of the tank cover. The tank cover was found to be the cause of the complaint. This will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a leak. No adverse events were reported.